Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered an inappropriate shock due to oversensing. Of note, this patient also has an implantable cardiac contractility modulation (ccm) therapy delivery device. Technical services was consulted for further review and therapy optimization recommendations as both secondary and alternative vector failed. Besides the shock, no other adverse patient effects were reported. This subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. Additional information received indicates that after initial troubleshooting was done in-clinic, s-ICD therapy was switched off and the patient was given a life vest while the field received further recommendations from technical services. Of note, a representative from the patient's ccm manufacturer was present for this initial troubleshooting. Per technical services' recommendations, various in-clinic tests were performed, and the device was reprogrammed to secondary vector and device therapy was reactivated. The patient was discharged home and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted. Please note: this supplemental report is being issued to add additional information to the event description regarding x-ray results.

Event description:
It was reported that this electrode delivered an inappropriate shock due to oversensing. Of note, this patient also has an implantable cardiac contractility modulation (ccm) therapy delivery device. Technical services was consulted for further review and therapy optimization recommendations as both secondary and alternative vector failed. Besides the shock, no other adverse patient effects were reported. This subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. Additional information received indicates that after initial troubleshooting was done in-clinic, s-ICD therapy was switched off and the patient was given a life vest while the field received further recommendations from technical services. Of note, a representative from the patient's ccm manufacturer was present for this initial troubleshooting. It was also noted that x-ray imaging was obtained and showed a migration of the lead tip towards the left m. Pectoralis which seemed to be unrelated to the observed behavior. No other irregularities could be seen. Per technical services' recommendations, various in-clinic tests were performed, and the device was reprogrammed to secondary vector and device therapy was reactivated. The patient was discharged home and will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that this electrode delivered an inappropriate shock due to oversensing. Of note, this patient also has an implantable cardiac contractility modulation (ccm) therapy delivery device. Technical services was consulted for further review and therapy optimization recommendations as both secondary and alternative vector failed. Besides the shock, no other adverse patient effects were reported. This subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. Additional information received indicates that after initial troubleshooting was done in-clinic, s-ICD therapy was switched off and left deactivated until the field receives further recommendations from technical services. In the meantime, the patient is wearing a life vest. Additionally, x-ray imaging showed a bend in the electrode tip towards the left major pectoralis. No other irregularities were observed, although the xiphoidal area was not imaged during the lateral x-ray.